Manufacturer narrative:
The device was not return to edwards for evaluation. The clinical observation was unable to be confirmed. Manufacturing records were not reviewed as no lot number was provided. A definitive root cause cannot be determined at this time. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems.

Event description:
Edwards learnt through review of article "comparing the endo-aortic balloon and the external aortic clamp in minimally invasive mitral valve surgery", author mohamed bentala and al of a comparative study aimed to assess the differences in perioperative outcomes and complications between the endo-aortic balloon (eab) (endoclamp or its successor, intraclude) and the external aortic clamp (eac) (non-ew device) during primary elective minimally invasive mitral valve surgery. Two-hundred and twenty-one patients were included in this study. Patients operated on between november 2010 and november 2011 (n = 54) were clamped with eac. From november 2011 until march 2014, patients were aortic-clamped with the use of the eab. Within the context of this article, 4 conversions from eab to eac for not being able to advance balloon.